Event description:
The customer's wife reported that the insulin pump was not delivering insulin. She called the nurse, and was told to get the insulin pump replaced. The caller did not report any alarms or loss of power. Troubleshooting was not possible as the customer was at work at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.